Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detaches during use on (B)(6) 2024. The insertion set was at right abdomen. The patient was holding the pump or was doing the training when the infusion set detached from tubing connector. No further information available.